Manufacturer narrative:
Analysis was performed on the returned device. The reported guide break was confirmed. The reported difficult to close was confirmed based on returned device condition. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported guide break appears to be related to high angle of insertion, excess downward force, or aggressive downward or torsional pressure. The separated guide likely caused compromised foot functionality and likely led to the observed footplate not fully closed. The subsequent treatment appear to be related to the circumstance of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the left and right common femoral arteries were attempted with four prostyle devices (2 on the left, 2 on the right) using the pre-close technique via 6f sheath holes prior to an interventional left iliac occlusion procedure. Reportedly, on the left side, a cuff miss occurred with both devices, as the suture was not present when the plunger was removed. A starclose was used to achieve hemostasis and access was then attempted on the right common femoral artery. With the first device deployed on the right side, a cuff miss [suture retrieval issue] occurred. A new prostyle was deployed, however, the lever would not close in step 4. An angiogram showed that a guide break occurred and the footplate was not fully closed. The entire device was simply withdrawn as one piece from the patient anatomy without incurring any vessel damage. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to an 11f and the left iliac occlusion procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.